Event description:
It was reported that during an intracept procedure, there was a need to medialize the bevel stylet tip by quite a large amount during the initial approach through the lumbar vertebra l5 pedicle. As a result, the physician made the decision to advance the stylet until the cannula was flush with the posterior wall of the vertebral body. The bevel stylet was removed and the j-stylet was placed into the cannula. When the j-stylet was deployed, the stylet tip seemed to deflect off of the posterior wall and traverse medial into the spinal canal. The physician believes that the tip of the j-stylet may have clipped a small ledge of cortical bone from the posterior wall that forced it to defect medial without entering the vertebral body itself. The physician also stated that the cortical bone of the posterior wall was extremely hard compared to the bone of the pedicle itself. The physician believes that the patient experienced severe left leg pain as a result of this breach into the spinal canal. The procedure was completed as scheduled and the patient reported a complete resolution of their axial low back pain. A lumbar transforaminal epidural steroid injection (tfesi) was given to the patient to treat their left leg pain. There were no reported device issues. However, since the devices were owned by the medical facility and the boxes were discarded prior to the event occurring, the lot number is unknown. All devices used for the procedure were disposed by the medical facility.